Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was capped and replaced due to bad sensing and loss of capture. No adverse patient events were reported.